Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity, additionally, concerns of premature battery depletion were raised. Replacement of the device was recommended. At this time, this device remains in service. No further adverse patient effects were reported.